Event description:
It was reported that the user experienced a low blood glucose with a reported value of 48 mg/dL and a confirmatory fingerstick of 67 mg/dL while using an iLet system with a Dexcom G7 continuous glucose monitor (CGM) after taking long-acting insulin and reconnecting to the pump in under 24 hours, which was explained as a contributor to hypoglycemia. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included resolution with oral carbohydrates, including juice and food, and no hospitalization. Investigation included troubleshooting and user education on insulin overlap and device use. Investigation of this case revealed that concomitant long-acting insulin while connected to the iLet likely led to excess insulin delivery and resultant low glucose, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy overlap due to external insulin administration while on pump therapy.

Manufacturer narrative:
Initial